Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter at 6:42 a.m. Was 5.1 inr. The result from the laboratory at 11:15 a.m. Was 3.7 inr. The customer's coumadin dose was decreased for 1 day based on the laboratory result. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition and "very healthy." The customer has a bruise on her left arm and left leg. No medical attention was necessary for the bruising. The customer carefully monitors vitamin k in her diet and has 1.5 ounces of spinach and 1.5 ounces of broccoli daily. The strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.